Event description:
Per the customer, the team imaged the canister twice due to disbelief in the first number and the second triton value decreased by thirteen for a cumulative total of one. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.